Event description:
It was reported that during a procedure, the stapler was difficult to open to load it and after the specimen was taken. No patient injury was reported by the user facility.

Manufacturer narrative:
Stryker sustainability solutions resterilized the complaint device through our open-but-unused process. The complaint device was returned to sss for evaluation. The staple cartridge was not returned for analysis. The device was applied using the trigger function to confirm the jaw was able to open, close, and lock into the closed position. As there were no sample cartridges available, the reload and firing abilities could not be evaluated. Since this device is part of the open-but-unused program, function testing is not performed. Open-but-unused product is distributed in the same functional condition as it is received and therefore subjected to identification, cleaning, inspection, packaging, and sterilization prior to distribution. Since the device functioned as intended, the root cause is unknown. However, possible causes are linked to either a jaw functional error that escaped inspection during processing, a jaw functional error due to user methods, or a jaw functional error due to ancillary equipment including the reload cartridge. The device history record for the returned stapler indicates the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.